Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "knife wasn't used on a pt" (no pt involved). Product problem(s): "dull knife" (dull). The reporter stated the surgeon put the knife under the microscope and saw that the knife wasn't sharp. The knife wasn't used on a pt. There was no pt harm reported.